Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the user report. The device was tested with multiple test scopes and the problem was unable to be duplicated. The device functioned as expected. Olympus will advise the customer to check their video connection cables and monitor for other possible causes. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center "comp out" output did not display video. This event was discovered during preparation for use. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and inability to reproduce the issue, the probable cause is likely loose connections of comp terminals, dust or water droplets on the electrical contacts with the scope, loose connections of the cables, or abnormal boards. This issue is addressed in the instructions for use (IFU): "3.1 precautions for installation and connection ¿ properly and securely connect all cables. If the cable connector has connection screws tighten up the screws. Otherwise, equipment damage or malfunction can result."